Event description:
It was reported that there were concerns there were noisy signals on the atrial channel of this pacemaker. The right atrial (ra) lead is a non-boston scientific product. Technical services (ts) reviewed the reports and noted that it was most likely atrial fibrillation (af) as the patient has a history of af. A generator change was planned for this device already. Ts suggested programming options for the replacement device as there was atrial undersensing seen. The device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns there were noisy signals on the atrial channel of this pacemaker. The right atrial (ra) lead is a non-boston scientific product. Technical services (ts) reviewed the reports and noted that it was most likely atrial fibrillation (af) as the patient has a history of af. A generator change was planned for this device already. Ts suggested programming options for the replacement device as there was atrial undersensing seen. The device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. Subsequently, the device was returned for analysis.